Event description:
According to the reporter: the first trocar had a grey plastic seal fall off into patient abdomen and had to be retrieved. A second trocar was opened and had slow leak of pneumo and had to be replaced. A delay of over 30 minutes resulted, with no adverse effects to pt as a result of delay in surgery. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).